Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine culture specimens being sent in the cups provided in the bard foley trays had been an issue and resulting in higher catheter associated urinary tract infection rates. Healthcare professional was collecting urine in cup provided in foley tray. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that urine culture specimens being sent in the cups provided in the bard foley trays had been an issue and resulting in higher catheter associated urinary tract infection rates. Healthcare professional was collecting urine in cup provided in foley tray. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.